Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards germany affiliate, during a right transfemoral tavr procedure with a 29mm sapien 3 valve, the 16fr esheath+ could not be advanced through the common iliac artery and became damaged. The esheath+ was removed without any issues, and a second esheath+ was used to successfully complete the procedure. There was no patient injury, and the patient remained in stable condition post-procedure. The device was returned for evaluation, and the esheath+ was observed to have a 1.5cm deep scratch noted at the distal sheath shaft/ tip, and two deep scratches were noted 3cm in length in the introducer at 13.5cm from the tip. The dilator was also noted to have material missing.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the liner was unexpanded, the tip was unopened. The esheath shaft was damaged (similar to a deep scratch) on the blue portion of the sheath, 1.5cm in length from distal end. There were two deep scratches, 3cm in length in the introducer, 13.5cm from the distal end, and there is missing introducer material at scratch locations. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio imagery was provided by the site, and the following was observed: presence of calcification and tortuosity within patient's right access vessel. The minimum luminal diameter (mld) is not sufficient for use of a 16fr esheath+ (it should be greater than or equal to 6mm for a 16f sheath) in some sections of the right access vessel. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The reported event for inability to introduce sheath and sheath damaged were confirmed based on the evaluation of the returned device. Available information suggests that patient factors (calcification, tortuosity, undersized vessels) likely contributed to the inability to introduce the sheath, while patient factors (calcification, tortuosity, undersized vessels) and/or procedural factors (device manipulation) may have caused or contributed to the sheath damage. The provided imagery indicated calcification, tortuosity and undersized right access vessels. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. Additionally, vessel tortuosity can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction. As a result, the operator may apply increased push force or manipulate the device to overcome the difficulty, which may lead to the alleged/observed sheath damage. The reported event for system components separate during use was confirmed based on the evaluation of the returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. During device evaluation of the returned introducer, material loss was identified in the scratched locations. In this case, resistance was experienced during insertion of the introducer with the esheath through a challenging pathway, due to a combination of undersized vessels, vascular calcification, and tortuosity, leading to a subsequent sheath and introducer damage. If high push force is applied to overcome the encountered resistance, it can further interact with the vessel calcification, especially if compounded with tortuosity angles and undersized vessels, shaving off dilator material and resulting in the observed separation. As such, available information suggests that patient factors (calcification, tortuosity and undersized vessels) and/or procedural factors (device manipulation) likely contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.